Manufacturer narrative:
Date of event: exact date unknown, event occurred few months the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and the current pocket location was causing discomfort. The patient underwent a revision procedure wherein the pg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg was not returned.